Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was not hospitalized prior to death. The patient passed away at home. The cause of death was reported to be due to acute heart failure and renal failure due to stage 4 kidney disease. The patient was performing therapy with a home choice device at the time of death. It was reported an autopsy was performed. Per the medical examiners report the patient had been vomiting brown liquid for a day and a half and refused to go to the hospital. It was confirmed that the reported brown liquid was old blood, and the patient had developed an ulcer that had a slow bleed. The patient was reported to have experienced stomach trouble two weeks prior to death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient's date of birth is on an unspecified date in (B)(6) 1933. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.